Event description:
Customer reported that pump screen went blank unexpectedly, accompanied by a shutdown alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer plugged the pump into a power source to restore functionality, and the pump was subsequently replaced.